Manufacturer narrative:
Visual inspectin performed by medacta r&d department: from the received pieces, no particular signs were noticed on the stem and femoral ball head. On the stem surface, the ha coatign was almosta totally absorbed, while the presence of bone tissue seems to show a good osseointegration. For the liner, a slight ovalization was noticed, resulting in a thinner wall on one side. From the received pieces, we cannot state with certainty the root cause of the event, but a possible correlation to a wear of the liner can be suspected. In any case, this behaviour is common in not cross-linked polyethylene liners. Clinical evaluation performed by medacta medical affairs department: revision of tha in a young lady (57 years old when operated) after 9+ years because of wear of the polyethylene insert and limited proximal osteolysis of the femur, which probably contributed to mobilization of the stem. A standard polyethylene insert was used, in spite of the young age and probable high activity level of the patient: in those conditions, wear of the liner after more than 9 years is a known potential inconvenience, broadly described in literature, and it should not be considered an anomaly.

Manufacturer narrative:
Batch review performed on 14 march 2021. Lot 113183: (B)(4) items manufactured and released on 04-nov-2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Additional item involved in the event, batch review performed on 14 march 2021: liner: versafitcup cc trio 01.26.2839stt flat pe liner ø 28 / c (k103352) lot. 101870 lot 101870: (B)(4) items manufactured and released on 16-jul-2010. Expiration date: 2015-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
Stem loosening and decentration of the femoral head (suspected liner wear). Removal of stem, head and liner 9 years and 2 months after primary.